Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2017-00804. It was reported surgical intervention was undertaken during which the leads were explanted and replaced with new paddle lead due to the patient's age and activity level.

Event description:
Device 2 of 2 reference MFR report#3006705815-2017-00804. Follow-up identified effective stimulation was achieved and the issue resolved.